Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had vt/vf with delayed therapy delivery due to undersensing. Syncope occurred, patient received CPR and presented to the hospital. Patient spent a few days in the intensive care unit and was later discharged from the hospital. Patient's condition is stable now. Programming changes were discussed and recommended to the physician..